Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) boxed device was exhibiting premature battery depletion during pre-implant testing.